Manufacturer narrative:
Date of event was approximated to (B)(6) 2006, the date the sling was implanted, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representative. The implanting surgeon is: dr. (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that an advantage system was implanted during a posterior colporrhaphy, tension-free vaginal tape (tvt) sling and cystoscopy procedure performed on (B)(6) 2006, for the treatment of symptomatic rectocele and mixed urinary incontinence. As reported by the patient's attorney, the patient had experienced an unspecified injury.